Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 5893790 - 200-02-35 - three peg patella 35mm.

Event description:
It was reported that they patient had an original exactech tka done at (B)(6) hospital. The patient returned to surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient had revision surgery on (B)(6) 2023. The patient underwent a poly insert swap and patella implant swap and following the procedure the patient had increased drainage from their surgical wound. The surgeon and team took the patient back to the or on (B)(6) 2023 to perform and I&d possible poly swap of this patient. They did undergo a poly-swap incision and drainage. The surgical team will follow the patient closely after surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of infection. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.